Manufacturer narrative:
Findings: pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after the device was exposed to moisture after kayaking. The patient's blood glucose level was 416 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.